Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error involving an olympus endoeye flex 3d deflectable videoscope while being used with an olympus video system center. The customer suspected that the cause of the error was due to a stain on the connector. There was no patient injury reported.